Event description:
It was reported that battery drained much faster than expected. No information was provided regarding impact to the customer's blood glucose level. Customer declined further follow-up, and no additional troubleshooting or corrective actions were documented.